Event description:
It was reported the patient¿s head twitched on (B)(6) 2014 after they had an examination of their heart in the hospital. The patient contacted their healthcare professional (hcp) and they judged the implantable neurostimulator (ins) could have been turned off by itself. The hcp suggested the patient programmer be used to turn the ins on. The patient used the programmer to turn the ins back on, but the symptoms did not get better. Follow up indicated the ins was turned back on and the symptoms of head twitching had improved, but on (B)(6) 2014 the patient felt their neck was rigid. No interventions or outcome were reported regarding this event. Additional information could not be obtained. Should additional information be received the event will be updated.

Manufacturer narrative:
(B)(4).